Event description:
It was reported that during use, the device exhibited an upstream occlusion alarm message. The error occurred during priming and not while connected to the patient. Troubleshooting was performed but the alarm persisted. Continuous infusion rate: 3ml/hour. Total reservoir volume:140 ml. Given: none. Air detector was on. Upstream sensor. Length of infusion: 46 hours. Per the reporter, there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One sample was received for evaluation. Visual and functional testing found no discrepancies. The reported failure mode was unable to be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.